Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. It was verified that the device would not run because the micro switch which triggers the pump is damaged. The root cause was a damaged micro switch. After the micro switch was replaced, the device passed all testing and functions as intended. All action taken, replaced the broken micro switch and dry o-rings. Performed preventative maintenance (pm). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance, it was found that the unit would not run because the switch that detects the presence of the tubing set was broken. There was no patient involvement and no patient harm/adverse event reported.